Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp. (This follow-up MDR was mailed to the FDA on 6/2/98).

Event description:
An alarm sounded from the system 90t pump. The iab was checked to see if there was a kink. The pump was changed to a system 97 but the alarm continued. (Event complications: none from the event - reported 4/2/98.) (Pt's current status: unk - rpt'd 4/2/98)